Manufacturer narrative:
On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A site physician alleged that, while in a procedure, an inaccuracy occurred. The alleged inaccuracy was a 1 centimeter shift occurring during registration process. No further details regarding this issue were provided. There was no delay of therapy reported. There was no impact on patient outcome reported.